Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology hub did not retract over the needle. The following was received by the initial reporter: it was reported, "there is an issue with the hub not retracting over the needle."

Manufacturer narrative:
A trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology hub did not retract over the needle. The following was received by the initial reporter: it was reported, "there is an issue with the hub not retracting over the needle.".